Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: UDI: (B)(4) incomplete. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be submitted accordingly.

Event description:
This is report 1 of 2 for (B)(4). It was reported from china that during an anterior cruciate ligament reconstruction procedure, it was observed that the 4.5 healix peek anch.w/ocord device had a blue foreign matter on its tip upon opening its package; and therefore, was not used. Another like device was used to complete the procedure. There were no adverse consequences to the patient nor surgical delay reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. H10 additional narrative: d4, h4: the expiration date, UDI and device manufacture date have been updated accordingly. Investigation summary ==> the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the device comes in its original opened package. The device's shaft is in good condition, no structural anomalies were found. Upon reviewing the anchor, it was found that there is blue matter at the proximal end of the anchor. An ftir analysis was conducted with the following result: overall ir data reveals that the foreign material is derivate from oil compound; however, complete material elucidation cannot be made. A manufacturer investigation was performed with the following result: the foreign material is derived from oil compound, in our production we never used the oil or compound to produce the healix peek. Moreover, there was a control during assembly process, any burrs or foreign material comes out when passing the suture, the all suture and shaft-handle are scraped. This issue is not linked to the manufacturing process. A review of the batch manufacturing records was conducted on finished lot number 128l910: and no related non-conformances were identified. The overall complaint was confirmed as the observed condition of the 4.5 healix peek anch.w/ocord would contribute to the complained device issue. Based on the investigation findings, a potential cause cannot be discerned since the origin of the blue matter is unknown. It has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.